Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings and no delivery alarms from the reservoir. The customer's blood glucose reading was 384 mg/dl. The customer stated that she did not receive another no delivery alarm since she changed out her infusion set. The customer was admitted to the hospital due to bent cannula. The customer declined to troubleshoot during time of call.